Event description:
It was reported that during pre-surgery setup, it was observed that the compact speed reducer device was not working. There were no delays to the planed surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no rotation. Therefore, the reported condition was confirmed. It was determined that this was indicative of a frozen gear box due to corrosion from emersion/ not following cleaning procedures properly. The assignable root cause was determined to be due to misuse, abuse, and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.